Event description:
It was reported that approx. 32 months after the implantation, during a follow-up the shock impedance was too low. In order to test the device, during fu a shock (0.5 j) was delivered with a shock impedance of 73 ohm. No oversensing was noticed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed that two shocks, initiated for ventricular fibrillation on the (B)(6) 2019, were aborted due to overload detection as reported in the complaint description. Based on the available information, the integrity of the lead cannot be assured. The root cause of the observed behaviour cannot be determined without an analysis of the lead . Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 32 months after the implant, during a follow-up the shock impedance was too low. In order to test the device, during fu a shock (0.5 j) was delivered with a shock impedance of 73 ohm. No oversensing was noticed.